Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of serial number in section (d4) and manufacturing date (h4). This is based on the devices' history documents review. #d4: previous: (B)(6). Corrected: (B)(6). #h4: previous: 10/02/2014. Corrected: 10/24/2014.

Manufacturer narrative:
On 12th february, 2021 getinge became aware of an issue related to one of the washer disinfectors ¿ cm320-2. As it was stated, during the unloading process, the cart passed the end stop pin on the unloader and fell on the floor. There was no injury reported, however we decided to report the issue basing on the potential of harm if the issue is to reoccur. When reviewing previous events, we were able to establish that the issue investigated herein is the third registered in our complaint handling system in last 5 years for the defined device model. As it was indicated in the complaint record, the device involved was the cm-320-2 with the serial number (B)(6). The unit was manufactured on 27th february, 2015. During the investigation course it was established that the event was caused by the magnetic sensor malfunction. The excessive wear of the sensor was the result of residues from liquid dripping from the carts leaving the washer. When the event occurred, the affected device did not meet its specification. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. The problem has been resolved by replacement of the affected part. Getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returnd to the manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue related to one of the washer disinfectors ¿ cm320-2. As it was stated, during the unloading process, the cart passed the end stop pin on the unloader and fell on the floor. There was no injury reported, however we decided to report the issue basing on the potential of harm if the issue is to reoccur.